Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer reported that the act button was difficult to press and insulin pump had no delivery alarm. The customer also reported that the crack near the reservoir compartment and near the battery indicator. No harm requiring medical intervention was reported. It was reported that the something was rattling inside the meter. The insulin pump will not be returned for analysis.